Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on (B)(6) 2018 that the insulin pump alarmed compromised force sensor system. Insulin pump also had issues with no delivery alerts, squirting insulin, and battery cap indent. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will not be returned for analysis.